Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The hospital called the patient again today to make sure he doesn't forget the appointment and has the hand-held device with him. To resolve, a manufacturer employee meet with the patient and hcp to perform a ¿tel-m reset¿ procedure to reset the ins and restore tel-n communication using the tel-m reset tool. Tel-n (proximal communication) is required to start a session with the ins and initial setup, due to a fault condition, this communication cannot be established between the ins and the a71200 application and the app cannot start a session with the ins. Tel -m (distance communication), is used after initial app setup for all application functions for communication only. Due to a fault condition, if a patient programmer and communicator are unlinked from the ins, it will not be possible to connect with the existing or a replacement programmer, as it will require the initial tel-n communication for setup. Yesterday 1/22 we managed to successfully reset the vanta ins with the tel-m reset procedure to restore communication. The reset cleared the proximal telemetry communication issue. We also added a b group with a 3rd program running at 100 hz.

Event description:
Additional information was received from a rep. It was reported that since therapeutic benefit was good, the hcp and patient did not see the need to come in for a dedicated reset appointment. A reset would be performed during a regular scheduled check-up at the end of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1: phone number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the neurostimulator could not be interrogated with the physician programmer, displaying a "no device found" message. Multiple attempts to interrogate the device using different physician programmers and communicators, including updating the communicator and changing its batteries, were unsuccessful. The neurostimulator was implanted and had been functioning without issues during previous interrogation on (B)(6) 2024. The patient controller and therapy were reported to be working fine. No surgical intervention occurred or was planned. The issue remained unresolved at the time of the report, and further follow-up with technical service was planned to address the issue at the next patient follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that an appointment for (B)(6) 2025 at 9:30 am was scheduled. The manufacturer would send a rep with a tablet containing a special application to perform a reset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they saw the patient on february 12th for a follow-up visit. Again, the same issue, they could not get connection with the physician programmer. They tried several times with two different programmers. The stimulator and the patient controller work fine, and the patient is happy. But there¿s no interrogation possible with the physician programmer. Issue seems to be ongoing or reappeared. Technical services noted that re-occurrence was possible, and they were looking into determining whether engineering thinks it is the same issue.

Manufacturer narrative:
G2. Foreign: ch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was a successful telm-reset of the ins in zurich, switzerland on july 22nd, 2025.